Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for ipg failure. During the invasive procedure, the unipolar endocardial lead model 4150, serial number 008885 was removed from service for a lead fracture. Implant date-8/22/85 explant date-7/27/96 total implant time-131.2 months. Cpi minimum longevity at nominal settings with a 500 ohm lead is 102 months. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system.